Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was this morning the pts back hurt and it did not seem like it was working. The pt could walk around for 20 minutes and not hurt all of a sudden but this morning it was only for 10 minutes and their back started hurting. Pt noted their back was sore at the belt line on the right side across their back. During call pt was recharging their implanted neurostimulators battery at 50% and they had good connection. Pt service walked pt through changing their therapy settings. Pt was on group c at 7.3 and 7.5 and they did not feel any stimulation. Pt switched to group a, but that did not help. Pt tried group d at 10.4 and the pt felt something down their inside of their leg. Pt decreased the stimulation to about 9 and they could feel a little tingling. Pt will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the pt. It was reported that they were not able to stand for 11 minutes, while with the trial one they could stand for 20 minutes. The pt saw their managing doctor (hcp), and they adjusted it. The issue was not resolved. Additional information was received from the pt. Pt stated that they were still having problems. Agent offered assistance but patient said they do not need assistance at the moment. Patient mentioned that there ins had been reprogrammed a couple of times by their doctor and possibly a manufacturer representative (rep) they weren't sure but the ins it would only work 65% most of the time. Patient stated the the other day, the ins somehow shut off and they did not notice the difference with the ins on or off. Patient stated that they use to be able to stand for 15 to 20 minutes before they feel pain but the ins just added an additional 5 minutes on the duration they could stand so with the ins they could stand for at least 25 minutes without feeling pain. Agent reviewed previous interaction and advised patient to meet with their hcp. Patient mentioned they will contact their hcp. Patient stated the last time they met with their hcp for an adjustment was 8-10 months ago. Patient made a comment that they were about to give up on the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Hcp reported that they did not have any further information. Pt was last seen on (B)(6) 2024.